Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days.